Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.h3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on september 22nd 2021 , during a fluent procedure, the tissue trap cannister broke apart and the tissue samples were leaking on to the floor. The procedure was completed and there was no injury reported to the patient. A lot of the tissue stayed in the sock and the doctor asked it to be sent to pathology in formalin , no blockages appeared to be in the canister and the team replaced the entire canister setup to complete the procedure. No other information is available.